Manufacturer narrative:
Investigation summary: our quality engineer inspected the device submitted for evaluation. Bd received a single photograph which displayed a device with a bent cannula. The reported issue was confirmed. Bent needles can occur as a result of misalignment during assembly or as a of uncapping and recapping of the needle during use. A device history record review showed no non-conformances associated with this issue during the production of this batch. Due to the device being removed from the packaging, our engineers were unable to determine the root cause for this event. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that insyte autoguard yel 24ga x .75in catheter was defective. The following information was provided by the initial reporter: at the time of puncturing the patient, the catheter is retracted, observing a defective tip. When puncturing the patient, the staff had to move the mandrel when puncturing and breaking the catheter.

Manufacturer narrative:
Initial reporter facility: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard yel 24ga x .75in catheter was defective. The following information was provided by the initial reporter: at the time of puncturing the patient, the catheter is retracted, observing a defective tip. When puncturing the patient, the staff had to move the mandrel when puncturing and breaking the catheter.